Manufacturer narrative:
B5: per updated information on 11-nov-2021, the lens was exchanged for a longer length lens and the problem resolved. Claim #(B)(4).

Manufacturer narrative:
B5: initial reported -8.00/1.0/170 (sphere/cylinder/axis) should be corrected to -8.00/1.0/179 (sphere/cylinder/axis). H3: device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found lens haptic broken. Claim#: (B)(4).

Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1,-8.0/1.0/170, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Low vault was observed , lens remains implanted. In the reporters opinion the cause of the event is the device. If additional information is received a supplemental medwatch report will be submitted.